Manufacturer narrative:
In addition, a review of the batch manufacturing records for the possible batch number was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a disc hernia repair procedure on (B)(6) 2014 and suture was used to close the fascia. During passage through tissue, the surgeon noticed that the needle tip was broken and missing. X-rays were performed, but the tip was not found during the procedure. The wound was then closed without finding the needle tip. It is unknown if the needle is retained. The surgeon opines that when the needle was pulled out of the fascia tissue, the tip snapped and flew away somewhere outside of the patient¿s body. Currently, the patient is in stable condition.

Manufacturer narrative:
Conclusion: the actual needle revealed indents and scuff marks around the break area produced during handling by the surgical needle holders or some other gripping device. The needle fractured due to tensile overload generated during severe mechanical deformation, with signs of ductile failure. There are no signs of manufacturing defects found on the needle. The device information for use cautions the user that "to avoid damaging needle points and swage areas, grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the swaged end to the point."

Manufacturer narrative:
(B)(4). The product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Additional device information: the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: (B)(4).